Event description:
The customer obtained a 449 mg/dl and 193 mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states she obtained an additional comparison with blood glucose results 528 mg/dl and 120 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.